Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device was difficult to remove. In accordance with the instructions for use, the access ports were used with counter-traction and assertive pull applied to remove the device from the pt's anatomy. The clip deployed in the target location and achieved hemostasis. No adverse pt sequela were reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the vessel locator wings damaged, which are consistent with difficult device removal. A proxy dilator was inserted into the access ports to test the access port function and the results were successful. A possible cause for the vessel locator wings damaged condition may have been the compaction of tissue between the deployed locator wings and the distal end of the device clip delivery tube as the delivery tube travels through the tissue tract bending the wings distally away from the operator. This condition can result in the inability of the locator wings to retract properly into the clip delivery tube after clip deployment, requiring the use of the access port removal process and/or counter-traction with an assertive pull to remove the device from the pt anatomy. Anatomical conditions may also play a role in difficulty removing the device. However, no anatomical info was supplied. No other damage or anomaly was detected. Based on the investigation findings, the root cause for the damaged vessel locator wings is related to the operational context in which the device was used. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.